Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with no appearance of any physical damage. During the power up process, check and test force sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be the force sensor cable was damaged and pinched by right plunger case caused by the incorrect assembly by the customer. Replaced force sensor. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that there was a system failure. Force password test, biomed passcode did not work. No patient injury was reported.